Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level (300 mg/dl). The customer was unsure of the cause high bg, however the customer reported that when changing out the infusion set there was no drops of insulin seen exit the end of the tubing during filling. The customer stated the luer lock smelled of insulin and when unscrewing the luer lock insulin sprayed out of the luer lock. The customer changed out the supplies and was able to resume insulin therapy.